Event description:
As initially reported by the consumer via the health authority, the consumer visited an optometrist for a routine eye exam and was prescribed unspecified contact lenses and solution, which the consumer believed to be a saline solution sample. After using the contact lenses treated with the solution, developed intense burning and pain in the right eye. Sought medical attention and spent all day with doctor and emergency care was taken and was prescribed antibiotic eye drops. However, the frequency and dosage were not documented. At the time of this report, the consumer¿s eye symptoms were continuing. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The device history record and sterilization record have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).